Event description:
Caller reported a cgm error associated with their glucose monitoring device. There was no adverse impact to the customer's blood glucose level. Customer consulted with technical support and was guided through resetting the pump. After the reset, the error did not reappear, and the customer was able to successfully restart their sensor session.